Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.